Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior laparoscopy operation, it is unknown wether this trocar has been used for the camera or lap. Instruments. The operation started at 9.30 and 2 1/2 hour later the surgeon are finding out that the blue sealing from the trocar's head has separated from the head and is laying in the patient's stomach. Immediately the surgeon is removing all blue seal material from the patient and out. Afterwards they are taking a new trocar. No patient injured or jeopardized no extension of surgery time no blood loss no extension of the incision no unanticipated loss of tissue or irreversible damage there was a piece of the device that fell into patients cavity, it was discovered and removed without any damages.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received device opened by the account this evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The trocar assembly was not received. Visual examination of the trocar head assembly revealed that the circular seal was disengaged. Functional testing was precluded due to the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.